Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information regarding an incident with a manufactured product. Treatment of a large unruptured fusiform aneurysm located at the superior hypophyseal segment of internal carotid artery (ica). During the procedure, it was reported the pipeline (5mm x 30mm) would not open distally and was stuck in the capture coil, so the physician had to remove the pipeline by trapping the pipeline braid between the capture coil and the catheter. The patient¿s anatomy was tortuous. No patient injury was reported as a result of the procedure; however, the patient will need future treatment with pipeline.